Event description:
It was reported during implant that the device was not reporting sensing and threshold measurements. It was suspected the header was defect, resulting in improper connection. The device was not implanted and returned.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported connector anomaly observed in the field was confirmed in the lab. Electrical measurements found the high voltage lead impedance was low. The analysis was inconclusive because the low impedance was lost after several processing steps were done. The device has drawn excessive current and u4 ic was damaged. The cause of the low impedance was not determined because the hybrid was severely damaged during analysis.